Event description:
Revision due to alleged excessive poly wear.

Manufacturer narrative:
Eval summary: part and lot numbers for this device are not known and no product was returned for eval. Surgery dates and pt details are also not available. Without further info, the probable cause of this complaint cannot be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.